Manufacturer narrative:
(B)(4). Additional concomitant medical products: x11-180314, bi-metric/x por nc lat 14x150, 155890; 139266, m2a-magnum 52-60mm tpr insrt-3, 957540; us157860, m2a-magnum pf cup 60odx54id, 157470. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00382, 0001825034 - 2018 - 00383, 0001825034 - 2018 - 00381.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Subsequently, the patient was being considered for a revision procedure due to unknown reasons. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial right total hip arthroplasty. The patient underwent revision twelve years later due to metallosis, elevated metal ion levels, corrosion, and scar tissue. Claims of pain, severe bone loss, tissue damage, heavy metal poisoning, and limited mobility were made but unable to be confirmed after hcp review of provided medical records. The procedure was aborted as the head and taper being cold-welded and would not separate after over an hour of trying with multiple removal instruments. Surgeon determined hip was not in peril and felt the risk for continuing the revision procedure put patients femur and sciatic nerve at risk and abandon the procedure. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: abundant metallosis was seen and was not fully able to be cleaned out. Unable to revise head due to unsuccessful attempts to remove. Surgical site was irrigated, and closed, sent to recovery in stable condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent right hip revision approximately 12 years post implantation due to severe bone loss, tissue death, heavy metal poisoning, elevated metal ion levels, pain, and limited mobility. During the surgery, abundant metalosis was seen and was not fully able to be cleaned out. The metal head was found to be cold welded into place and was unable to be removed, despite over an hour of attempting to use specific tool for removing cold welded heads. The surgery was aborted and the devices remain implanted. Patient continues to suffer to this day. Attempts have been made and additional information on the reported event is unavailable at this time.